Event description:
It was reported that, "knee primary arthroplasty surgery was done in early 2008. Recently the pt had a pain on operated knee. Surgeon found breakage of insert post during arthroscope, so he performed the tibial insert revision."

Manufacturer narrative:
Device eval anticipated, but not yet begun.